Event description:
The surgeon implanted a 30x40mm nervalign nerve cuff on (B)(6) 2025 and the patient did not immediately report any issues post-operatively. The surgeon did not see the patient again until approximately on (B)(6) 2025 (~5 months), the patient reported significant pain and presented with hypertrophic scars. The surgeon revision procedure on (B)(6) 2025 was to address nerve entrapment presumed to be from a previous surgery, which he did not perform. The surgeon cut the 30x40mm cuff in half and used the material in both places where cutaneous scarring presents. Note: the nerve cuff is also provided in 10mmx10mm size, using membranes cut into half is not expected to be problematic. The linear incision (fully healed and just behind the malleolus) from the first surgery is observable at the patient's posterolateral ankle. The surgeon shared that his patient does have abnormal sensitivities / medication allergies to estradiol and norelgestromin. No previous keloid formation was observed following the primary procedure, and the patient did not share any known sensitivity to porcine materials. Since the patient continues to experience intermittent swelling and is 5-months post-op, the surgeon said he will likely plan a neurectomy and scar resection due to the significant fibrosis. The surgeon believes this occurrence to potentially be an allergic reaction. The actual name of the patient can be provided upon request.

Manufacturer narrative:
The treating surgeon performed revision of another surgeons previous surgery, no device used and suggests a possible allergic reaction. No other adverse events have been reported for this lot (over (B)(4) sold). A review of the DHR indicates the device was manufactured to specification. There is insufficient information available to determine whether the device is responsible for the reported symptoms.